Event description:
During revision surgery, it was noted that part of the tibial post was missing from the surface.

Event description:
During revision surgery, it was noted that part of the tibial post was missing from the surface.